Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead had high thresholds resulting in premature battery depletion of the cardiac resynchronization therapy defibrillator (crt-d). It was found during the changeout procedure that the right ventricular (rv) lead had insulation damage, the helix of the lead would not retract, and there was extraction difficulty. The rv lead and device were explanted and replaced, and the lv lead was extracted and not replaced. A future epicardial lv lead implant will be considered. No patient complications have been reported as a result of this event.